Event description:
During both incidents the resident was being transferred from wheelchair to bed. In the process of being transferred, the resident moved her arms which caused one of the lift, sheet hooks to come off the lift hook causing the resident to fall to the floor. The resident's chief complaint after each incident was pain at the site where her head hit the floor. She had a .5 cm skin cut to her scalp after the first incident. Add'l event date 3/2/96.